Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419488 lead implanted: (B)(6) 2008; 5076-52 lead implanted: (B)(6) 2008. (B)(4). Evaluation summary: the device was returned and analyzed. The device met 95% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that there was short battery life. The device was explanted and replaced. No patient complications have been reported as a result of this event.